Event description:
It was reported that after preparing for anchor application the anchor didn't pass in the guide as it was bent at the tip and then it broke inside the patient. Broken pieces were removed and an additional bone hole was required. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One 72202165 2.9mm osteoraptor device reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Preparation per the instruction for use recommendation is critical for ease of insertion and successful anchoring. Influences that could compromise product performance or integrity include: 1. Use of other than recommended prep instrument size or types. 2. Getting entangled up with other instruments or devices. 3. Stripping or over-torque. 4. Damaged prep instruments. 5. Unexpected bone density/condition. Per instruction for use: ¿do not use sharp instruments to manage or control the suture. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith + nephew drill prior to implantation¿. Note: when using osteoraptor 2.3 mm suture anchors, use a smith & nephew 2.3 mm in-line drill guide, 2.3 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). Final product met specifications upon release to distribution.

Event description:
It was reported, during an unknown surgery, after preparing for anchor application, the anchor did not pass in the guide as it was bent at the tip and then it broke inside the patient. Broken pieces were removed and an additional bone hole was required. A back-up device was available to complete the procedure with no significant delay or patient injuries reported.